Event description:
The pt was taking an unspecified medication via a humapen ergo pen (lot number unknown) for an unknown indication. The person operating the device was the pt. It is unknown if the operator of the device was trained. The device was reported to have cartridge tabs broken. The device was not returned to the company. The contents of the complaint narrative suggest that this device may have both engagement tabs broken. However, this cannot be confirmed without the device. In the event that the device is returned, it will be evaluated to determine if a reportable malfunction/near incident has occurred.